Manufacturer narrative:
As stated in the literature, ¿a number of risk factorsfor rupture have been identified; the most common cause is surgical instrument damage.¿(handel,garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) Double-bubble and bottoming-out deformities represent the second most common reason for revision surgery in breast augmentation. Etiopathogenesis of these complications is still unclear. The aim of this paper is to report our findings in breast cadaver dissections focusing on the inframammary fold (imf) applied anatomy and to critically review our ten-year experience in breast augmentation. (Salgarello, m., & visconti, g., 2017). Ap flipping of round implants containing saline or cohesive silicone gel (ie, fourth-generation silicone gel implants) is generally not clinically discernible. Anatomical implants, in contrast, are tear-drop shaped. These fifth-generation implants can retain their shape in any position as they consist of highly-cohesive, form-stable silicone gel. Ap flipping of anatomical implants, thus, leads to breast shape distortion. Between 1% and 14% of breast augmentations have been reported to exhibit implant flipping. Jong, j., gabriel, a., trekell, m., lawser, a. S., heidel, e., buchanan, d., & chun, j. T. (2020). The instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information issuitable on the section of surgical precautions as follows: ¿breast implants can potentially remain intact for decades in the body, but all such devices will fail at some point. Breast implants rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is most likely to occur; the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress, and weakening during implantation, age and design of the implant, submuscular rather than sub-glandular location, theo ccurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture¿. "The inferior displacement of a breast implant, increasing the distance between the nipple-areolar complex and the inframammary fold, after breast implant surgery. Risk factors reported in the literature are, but not limited to the quality of the preexisting breast tissue (thin subcutaneous tissue, defective dermal elements, breast tuberosity), the breast implant selection (larger implants), the imf dissection and the placement of the implant during surgery (submuscular and subglandular planes). The clinical symptoms resulting from a bottoming out implant are asymmetry, upward-pointing nipples, sagging breast, palpable implant, among others." "Anterior/posterior rotation, also called flipping, has been observed more frequently with cohesive gel implants. The flat base of the implant is positioned anteriorly, deforming the breast of the patient. Proper placement and pocket dissection reduce the risk of occurrence. Literature has reported that the interaction between breast envelopes, the implant's physical characteristics, and pocket dissection could cause malposition. Other theories include the involution of breast tissue." Also, a complete review of the DHR's was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. Initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported event. This condition is considered a potential risk of the surgery as indicated in the product directions for use. Establishment labs maintains a constant monitoring of the product in the market to evaluate the performance of its devices; no negative trends have been observed for this complaint type that merits the implementation of corrective actions nor preventive actions.

Event description:
Netherlands. Allegedly, a patient with bilateral breast implants (motiva rsc 1050 cc) was found to have implant rotation in both breasts, described as posterior-to-anterior rotation. The right breast implant was additionally reported as ruptured, while the left breast implant was noted to be rotated without evidence of rupture. No patient demographics, such as age, weight, or ethnicity, were provided by the reporter, and no adverse outcomes for the patient have been noted. Efforts to gather additional information are ongoing, and the investigation remains in progress.